Event description:
Alert: rv lead noise warning on (B)(6) 2022. 1 or more v. Oversensing-noise episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).